Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to stryker that controls are inoperative on the customer's device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
It was reported to stryker that controls are inoperative on the customer's device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The information in initial MDR 0003015876-2025-02251 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming.